Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date was over 3 months prior to the explant date. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. According to the manufacturing evaluation, the lead in thread was damaged, a small portion was missing and there are indications indicative that the product was cross threaded. Pitch gage will not thread entirely onto the product, since the gage won't go over damaged area of the product; complaint is indeterminate. Product development event evaluation noted the locking cap was assembled to the screw, and was able to hold a rod securely. The locking cap shows evidence of cross-threading. However, the lack of corresponding thread damage on the screw head indicates that this cap was placed in the other screw, which was not returned as part of the complaint. Evaluation of the design shows that it is acceptable for the intended use and there is no indication of a design related issue. Based on the above information and the inability to replicate the complaint with the parts returned, this complaint is indeterminate. Placeholder.

Event description:
The initial case was performed over 3 months prior to the realization of posterior exiting\migration of the opal implant at l5/s1. The patient was brought back to the o.r. On (B)(6) 2012. Surgeon states the matrix locking cap was loose and he tightened it back down after impacting the opal graft back into position. The surgeon stated that the graft appeared to have migrated once again, and thought it was best to revise it with a new screw at s1, a new rod and 2 new locking caps. The graft was once again repositioned on (B)(6) 2012, the s1 screw was removed along with the rod and 2 locking caps. He replaced the s1 screw with a larger diameter matrix screw, a new rod and 2 new locking caps. This is report 1 of 1 for complaint # (B)(4).